Event description:
The hosp reported that during a coronary artery bypass procedure, the ac-3043 cutter blade was halfway out and did not retract. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: the cutter was received with the safety lock released and the cutter actuated. When the green cap was removed, it was observed that the cutter blade was further out than usual. The device was very bloody. Based upon this visual observation, the reported complaint "the cutter did not retract" was confirmed. (B)(4).